Event description:
Related manufacturer reference number: 2017865-2021-39871. It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited noise and had insulation damage. The lead was explanted and replaced however, the 2nd lead exhibited failure to capture and failure to sense and had insulation damage. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation abrasion and noise were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found two external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of noise was due to the exposure of the outer coil at the abraded locations.